Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit tamper seal was found on pump. The device was cracked on top case by the tube holder and on bottom and right plunger case. Force sensor test error was observed in event history log. The technician performed power up process, checked and test force sensor were within the required specifications. The root cause of the reported issue was found to be that the customer manipulated the pump during it self-test, by entering the biomed code 2580 customer was able to clear the force sensor test error. The technician replaced plunger cable, left plunger case (old style) for preventive measure. The pump was old. Performed power up process and all functional testing, which passed.

Event description:
It was reported that the force sensor error occurred. No patient injury was reported.